Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not printing sticker labels with the medication name, patient name, and nurse pulling. The user was unable to locate the power cable on the device and did not want to unplug random cords. The user also stated that the computer did not have a yellow sticker with the device name but instead had a red one, and explained that it was one of the devices not intended to be shut down, as it auto-logged in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was not printing sticker labels with the medication name, patient name, or nurse information. A technical support specialist (tss) reviewed and addressed a label printing configuration issue by logging into the system with administrative access and verifying that the correct zebra label printer using zebra programming language was installed and properly managed in the device settings. The tss confirmed the printer was assigned to an appropriate universal serial bus port, validated and aligned the printer preferences and printing defaults for label media, cutting operation, and thermal direct printing, and ensured the internal thermal printer was set as the default printer. The tss then validated printer functionality by printing a test label, confirmed the configuration under the application user profile, rechecked printer preferences through system navigation tools, and verified that power management settings for universal serial bus hubs were configured to prevent automatic shutdown, completing verification with the customer where possible and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the issue.